Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 19:07:30. During night drain cycle three, the patient's ultrafiltration reading was 1175ml, indicating the home patient drained 1175ml more than their maximum programmed fill volume of 1600ml. No additional information is available.